Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 1215 pm. The patient reported blood glucose results of '100 mg/dl' with the subject meter and '62 mg/dl' on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages her diabetes with insulin through pump therapy. It is not known if the patient made changes to her usual dose of medications. By 1223pm that same afternoon, the patient claims she felt a symptom of sweaty. The patient took more food and/ or drank a beverage. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. A control solution test was performed which tested within specifications. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up (1/22/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.